Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noted that the balloon burst during inflation and before it reached 11atm. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Investigation results: the returned hurricane rx dilatation balloons was analyzed, and a visual examination found that the balloon was damaged. Microscopic inspection found the balloon was longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear found could have been interpreted by the customer as the reported event of balloon burst. The tear found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any kind of sharp surface could create friction on the balloon and cause physical damage. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noted that the balloon burst during inflation and before it reached 11atm. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications as a result of this event.